Event description:
It was reported that during biofire testing with bd bactec¿; lytic/10 anaerobic/f culture vials false positive results were obtained for pseudomonas. 2 results were reported out and 2 patients were treated based of results. Multiple attempts have been made to obtain additional information, the customer has not responded.

Manufacturer narrative:
H6: investigation summary: catalog: 442021; batch no.: 9121604 & 9177949 expired. Customer reported a positive pseudomonas aeruginosa ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Upon further evaluation it was noticed that complaint received was from a product already expired. No investigation will be conducted. Batch history records are always reviewed prior product release. Bd bactec system is designed and cleared for the qualitative culture and recovery of anaerobic/aerobic organisms from blood. Bd has no specification for use with molecular testing such as the biofire filmarray® blood culture identification bdic/bcid2 panels. While bd highlights the inherent risk of nonviable organisms in blood culture media in our package insert is stated the molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufactures¿ instructions for use. Bd have initiated CAPA # 2631844 to further investigate these reports and determine any appropriate actions to reduce their occurrence. H3 other text : see h10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9121604. Medical device expiration date: 2020-02-29. Device manufacture date: 2019-05-01. Medical device lot #: 9177949. Medical device expiration date: 2020-04-30. Device manufacture date: 2019-06-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during biofire testing with bd bactec¿; lytic/10 anaerobic/f culture vials false positive results were obtained for pseudomonas. 2 results were reported out and 2 patients were treated based of results. Multiple attempts have been made to obtain additional information, the customer has not responded.